Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer was not performing proper air removal technique. There was no impact to the customer¿s blood glucose level. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.